Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's right atrial lead was sensing noise and had a high pacing impedance. The lead was extracted. But a new lead is awaiting implant due to a tear in the patient's right atrium. The patient is in stable condition.